Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a severe structured query language (sql) error occurred on the current command, which caused the station to stop communicating. A technical support specialist dialed into the station and reviewed the data synchronization debug log. The log showed a sql exception indicating a severe error on the current command. The specialist followed the steps outlined in knowledge article "es application will not start - fatal exception c0000005 exception_access_violation" to resolve the issue. After completing the steps, the customer confirmed that the station was functioning properly. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es one station was not communicating and it was unable to dispense any medication. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.